Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had their device replaced because it was not working. Specifically, the healthcare professional noted that the device failed to "reboot". The physician had seen the pt since the replacement surgery. If additional info becomes available, a follow-up report will be sent.